Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5085331.

Event description:
It was reported that the patient was experiencing inadequate pain relief. An x-ray was taken and revealed that one of the leads was completely pulled out of space and was coiled by the battery and the other was pulled down significantly. The patient underwent an explant procedure and the devices were discarded.